Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the went to the emergency room last night due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 477 mg/dl and current blood glucose value was 412 mg/dl. The customer experienced symptoms such as nausea. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.